Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The field service representative found the gear pump pressure was low. The gear pump head (gph) had not been replaced after 5,000 hours of operation and is currently being used for approximately 26,622 hours of operation. He checked the outside washing pressure on the probe and the cell rinse water pressure. He replaced the sample probe and checked and aligned all the probes. Precision checks passed and no further issues were observed after service was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for 3 patient samples on a cobas 6000 c501 module. Patient (B)(6): the initial result was 5.6% and the repeated results were 6.51% and 6.51%. The first repeated result was performed on a different c501 module and the second repeated result was performed on the same c501 module as the initial result. Patient (B)(6): the initial result was 7.6% and the repeated results were 8.94% and 8.88%. The first repeated result was performed on a different c501 module and the second repeated result was performed on the same c501 module as the initial result. Patient (B)(6): the initial result was 4.5% and the repeated results were 4.97% and 5.17%. The first repeated result was performed on a different c501 module and the second repeated result was performed on the same c501 module as the initial result. For all 3 patients: the initial results were reported outside of the laboratory. The samples were repeated as part of a comparison between two c501 modules. The repeated results were believed to be correct. The reagent lot number was 52045801. The expiration date was requested but not provided.